Event description:
Collection of lymph fluid under the seprafilm which became infected [pelvic infection]. Collection of lymph fluid under the seprafilm [pelvic fluid collection]. Case description: spontaneous report rec'd on (B)(6) 2009 from a health care provider via a company rep regarding a female pt (unk age and initials) with a history of a pelvic lymphadenectomy, who developed a collection of lymph fluid under the seprafilm which subsequently became infected after receiving seprafilm. The pt rec'd an unk number of sheets of seprafilm on an unk date. The hcp reported that the pt had a problem that he believed was caused by seprafilm. He said that after pelvic lymphadenectomy, he placed seprafilm on the raw area (as he had done for about 18 months) and the pt developed a collection of lymph fluid under the seprafilm which subsequently became infected. The pt was successfully treated with antibiotics (unspecified). He continued to use seprafilm in other areas of the pelvis and abdomen with no issues. No further info was provided. At the time of this report, the outcome of the pt was unk. See (B)(6) for other adverse events from this report.